Manufacturer narrative:
The service rep adjusted the normal fluoro to with specifications functional checked, aligned, and operating within checklist parameters.

Event description:
The ge health care service rep found during a preventive maintenance that the system dose rate was too high. No patient injury reported.